Event description:
The user facility reported an impella cp was implanted in a male patient for acute myocardial infarction and cardiogenic shock. It was reported that the purge sidearm was cracked at the yellow luer. A purge sidearm bypass was completed but the pump subsequently continued to have high purge pressure alarms. Patient was not a candidate for tissue plasminogen activator (tpa) and as a result, a pump stop occurred. The pump was exchanged to a different impella cp. There was no patient harm reported.

Manufacturer narrative:
The impella device was not returned for evaluation. However, upon completion of the investigation, a supplemental report will be submitted. Instructions for use for the related event are as follows: ¿handle with care. The impella catheter can be damaged during removal from packaging, preparation, insertion, and removal. Do not bend, pull, or place excess pressure on the catheter or mechanical components at any time.¿ this report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.